Event description:
It was reported that there was a volume discrepancy with the pump and a subsequent pump replacement procedure. At the first refill following pump implantation, the actual residual volume (arv) was greater than the expected residual volume (erv). The specific volumes were not provided, however reporter stated that all of the medication from the initial implant was in the pump reservoir at the patient's first refill. A rotor study was performed, however the results were unknown. A catheter dye study determined the catheter was patent, as there were no leaks or kinks noted; therefore the healthcare provider (hcp) replaced the pump on (B)(6) 2012. Following the pump replacement, the patient outcome was reported as 'recovered without sequelae, no injury'. No patient symptoms were reported related to the volume discrepancy. The medications in the pump were morphine and baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4): analysis of the pump found no anomaly. (B)(4).